Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the unite anatomical proximal body was opened the scrub tech discovered the screw that connects the body to the distal stem was installed backwards in the body. The tech removed the screw and inserted it correctly into the proximal body.

Manufacturer narrative:
Investigation summary :no device associated with this report was received for examination. Review of manufacturing records confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.